Event description:
Pt underwent surgery in 1999 to remove and replace a failed total hip arthroplasty (tha). In pre-op x-rays it was found that the femoral component loosened and was pushing on the bone. Pt complained of constant pain in the hip and leg. The surgeon reported "debonding of the long symmetrical revision stem from cement mantle within the femur and now is slowly extruding out of the lateral aspect of the femur. Post operative pathologist examination of the explanted device revealed "the prosthetic socket 5cm diameter 3.2cm in depth is composed of gray plastic material...the edge of the socket appears recently cracked.